Event description:
It was reported that the ureteroscope had a chipped tip. The intended procedure was canceled. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. It was confirmed that the outer tube was damaged. Based on the results of the investigation, the definitive root cause of the damage could not be determined. Olympus will continue to monitor field performance for this device.